Event description:
It was reported that the brake malfunctioned and the wire became entangled with the burr. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified mid to proximal left anterior descending artery. A 1.50mm rotapro and a rotawire were selected for use. During insertion into the guide catheter, the burr was making a "revving" and "aggressive" noise intermittently while in dynaglide mode. The brake defeat button was depressed, but malfunctioned and the rotawire advanced inadvertently and looped in the aorta. The rotawire was wrapped up with the burr and could not be removed. The entire system was removed altogether. An additional rotapro and rotawire were used to complete the procedure with no patient complications.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of the rotapro atherectomy device. The burr catheter was received attached to the advancer unit. The rotawire used in the procedure was received within the rotapro device. The advancer, handshake connections, sheath, coil, burr and annulus were visually examined. Inspection of the device found no damages or defects.initial testing was performed using the returned rotawire. During testing, the rotapro advancer was connected to the rotapro console control system with the returned rotawire inserted. When the knob switch [ablation button] was pushed the device stalled and would not run. After the device stall, the rotawire was removed with resistance, and it was found that the rotawire was kinked. The returned rotawire was unable to be reinserted into the rotapro device due to the kink. In order to determine the functionality of the rotapro device, functional testing was then performed with a test rotawire. The test rotawire was able to be fully inserted into the rotapro device with no resistance or issues. After the rotawire was inserted, the rotapro advancer was connected to the rotapro control console. During functional testing, the brake engaged when the ablation button [knob switch] was pressed and held the wire in place in normal mode. When dynaglide mode was activated and the wireclip torquer was inserted to hold the brake defeat button in place, the rotawire was held in place by the wireclip torquer as intended by design. The device was able to reach and maintain optimal rpm in both normal and dynaglide modes with no abnormal noises while the test rotawire was inserted. Product analysis confirmed the reported events, as the returned rotawire was kinked and prevented the rotapro device from functioning as intended during insertion and rotational testing. The rotapro device was able to perform as intended by design while using a test rotawire.